Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing itches and irritates her skin, according to the patient the old brand of island dressing did not bother her. The patient ordered another box as she needs them for her site. Product #: 16-2210-0. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).